Event description:
N/a.

Manufacturer narrative:
Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The drill was returned for evaluation: DHR - no anomalies. Failure analysis / root cause - products were found in compliance. However, it was observed that be stuck together if the drill is passing through the drilling guide over the last graduation (110mm). As the longest available screw is 110mm, the surgeon should not drill more than the graduation ¿110¿.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a drill was stuck in the calcaneal screws (diam. 4.3 drill for calcaneal screws - 519003nd) during surgery. The procedure was completed with the same product with no adverse consequences for the patient and more than 15 minutes surgical delay.